Event description:
It is reported that a customer's father that their insulin pump was alarming no delivery and after inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 400 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer declined further troubleshooting and requested new device. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.